Event description:
X-rays were received for review from a nurse in (B)(6) who was following the pt's vns care. System diagnostic testing on the pt's device yielded high impedance over 10,000 ohms. It was reported that the pt is almost seizure free at the "magic" settings and parents do not want the vns switched off at this time. X-rays were reviewed by the MFR and a gross lead discontinuity was noted in the portion of the lead between the bifurcation and the connector pin. Based on the x-ray review, the gross lead fracture is the cause of the pt's high lead impedance, although further lead discontinuities cannot be ruled out based on the views available. At this time surgery has not been scheduled but is likely. Good faith attempts are underway for further details surrounding the event.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.